Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The displacement test and manual prime were successful and motor alarm did not recur. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. The insulin pump would shut off completely without a low battery warning. The device was not returned.